Manufacturer narrative:
The manufacturer did not yet receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported by the surgeon that during the surgery on (B)(6) 2012, he first observed a blocking of the obturator at the bottom of the cup with an impossibility to remove it. Then he had a problem of impaction of the insert because it stuck in the shell. It is unknown at this time if the surgery was an initial surgery or a revision surgery.